Event description:
While pt was in the shower, their implanted defibrillator activated 5 successive times causing them to fall and strike their head. Rptr understands that a cardiac event causing the device to activate can happen anywhere, anytime but rptr has received testimony from two other individuals who told them that they knew of other people whose defibrillator also activated while in the shower. This device was implanted into pt in 2003. This is the first time it has activated. Is this just a coincidence? Rptr took pt to see cardiologist who tells them that there is no correlation between the shower and the activation of the defibrillator.